Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. B3: month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer intubated the product into the patient, leakage of air from the cuff was observed. It was reported that there was no patient injury.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Two used devices were received for investigation. The reported issue was confirmed during visual inspection when the cuff of each sample was observed to be torn. Due to fact that cuff leaks were not observed prior use the investigation attributed the root cause of the condition to an issue during use due to contact with a sharp edge. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. No actions have been taken at this time.